Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was hospitalized after having a relapse of the peritonitis event. The patient was treated with an unspecified antibiotics. It was reported that the patient was not responding to treatment and has not recovered. Hospitalization was ongoing. It was reported that the patient will be switched to hemodialysis. No additional information is available.